Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal completed suicide ('suicide') and uterine perforation ('perforation of uterus during elective hysteroscopic tubal occlusion procedure with essure device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced completed suicide (seriousness criterion death), uterine perforation (seriousness criterion medically significant) and pelvic pain ("pain"). By the time of death, the uterine perforation and pelvic pain outcome was unknown. The reported cause of death was suicide. The reporter considered completed suicide, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- completed suicide, uterine perforation, pelvic pain. This case with very limited information was received via lawyer and refers to a social media post. It refers to a female consumer who experienced perforation of uterus during elective hysteroscopic tubal occlusion procedure with essure device, suicide and death was reported. Considering that uterine perforation occurred as a complication of essure insertion, a causal relationship between this event and essure cannot be excluded. With regards to the other event suicide, neither relevant medical history nor concurrent condition was given. Factors that affect the risk of suicide were also not provided. Due to the lack of comprehensive and relevant information, causality is not assessable. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.